Manufacturer narrative:
Results of investigation: the reported complaint was confirmed through the events log and duplicated during functional check. The combination of xdcr faults at power-up with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced a transducer fault immediately when it was powered on while in use on a patient. Xdcr cal and test all passed. The events log recorded "xdcr fault occurred". The customer advised there was no patient harm and the patient was moved to a different ventilator.